Event description:
A nurse reported that during a procedure, the infusion cannula would not lock into the trocar. The case was completed without harm to the patient.

Manufacturer narrative:
The customer did not retain a sample for this complaint report. Therefore functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed for abnormalities that could have contributed to the complaint. The root cause is unknown. An internal investigation has been opened. (B)(4).